Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported patient had x-rays taken for an issue unrelated to her axium neurostimulator system, which showed the lead had migrated. Patient did not report receiving ineffective therapy. Surgical intervention may take place at a later date to address the lead migration.